Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by 20 minutes. It was reported that while taking anterior posterior (ap) and lateral shots with the c-arm, the site was having flickering and tracking issues with the navigation device. The nurse stated that the site rebooted the system and was able to track other passive instruments during the case. The site also reported that this has been a continuous problem within the last few weeks, but was not reported. The surgery was completed with imaging and there was no impact on patient outcome.